Event description:
It was reported that the patient had a revision surgery in the right hip. Due to pain, limited mobility and elevated metal ion levels as a result of the premature failure of the devices. 46/28mm s&n dual mobility xlpe insert explanted. Patient treated with stimulan antibiotic beads